Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approx 8 years ago. Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot number required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address a fractured lateral tibial bearing.